Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a low scan of 53 mg/dl on the sensor when compared to a competitor meter result of 280 mg/dl. The customer experienced nausea and abdominal pain and was unable to self-treat. The customer was seen at a medical facility where they received medical treatment from a healthcare professional (hcp) for the reported issue however, they do not remember what treatment was rendered. Additionally, the customer was provided painkillers and antibiotics by the hcp. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a low scan of 53 mg/dl on the sensor when compared to a competitor meter result of 280 mg/dl. The customer experienced nausea and abdominal pain and was unable to self-treat. The customer was seen at a medical facility where they received medical treatment from a healthcare professional (hcp) for the reported issue however, they do not remember what treatment was rendered. Additionally, the customer was provided painkillers and antibiotics by the hcp. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.